Manufacturer narrative:
H10: the device was not returned for investigation, so no visual inspection and functional test were performed. Based on the fact that no product was returned, the investigator was unable to confirm the reported complaint. A DHR (device history review) was performed, and no problems or issues were identified during this DHR review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Manufacturer narrative:
Other, other text: b5: describe event or problem: updated with additional information received. H6: event problem and evaluation codes: updates are not required. H10: no sample has been received by manufacturing. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received by the manufacturer on12-dec-2022 via email and attached to the complaint object. Pump event logs are available and attached to the complaint object. The pumps will not be returning as it appears to be a tubing issue only involving (B)(4) sets of a specified lot number which are available for return. This issue occurred while in use with the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited no alarm. The registered nurse reported the patients' medication bag is still full after 24 hours, however reservoir volume on pump is reading low. The therapist durable medical equipment (dme) ran the patients bag at 100 milliliters per hour for 15 minutes. Except 25 milliliters dispensed after 15 minutes, but only 10 milliliters were dispensed, so less than half the expected volume. After inspecting the tubing, it appears the plastic clamp is tight enough to permanently dent the plastic of the tubing. They tried to clamp the tubing using their blue hemostats to see if the tubing material is the issue, but the tubing bounced right back to its normal shape. Tried to roll tubing between fingers but did not remove the dents or kinks from the clamp. The clamp appears to be too tight on the 7322 and is preventing flow even after the clamp is released. Additionally, the flow is not blocked enough to trigger a downstream occlusion alarm.